Event description:
It was reported that after a procedure was completed that the patient has skin burn marks surrounding the grounding pad. This event was reported to have occurred within two months prior to bwi being notified. The complaint caller has no other detailed information to provide. In spite of it, multiple attempts were done to request for further possible detail information such as degree of skin burn, medical intervention performed, patient's updated health status etc. However, no additional information has been provided. Also at this point, the brand and type of the patient return electrode used during the procedure is unknown. It is unclear if the brand and type of the patient return electrode used was according to bwi's recommendation.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that after a procedure was completed that the patient have skin burn marks surrounding the grounding pad. This event was reported to have occurred within two months prior to bwi being notified. The complaint caller has no other detailed information to provide. In spite of it, multiple attempts were done to request for further possible detail information such as degree of skin burn, medical intervention performed, patient's updated health status etc. However, no additional information has been provided. Also at this point, the brand and type of the patient return electrode used during the procedure is unknown. It is unclear if the brand and type of the patient return electrode used was according to bwi's recommendation. The customer stated they did not wish to service for the stockert at this time. No further unit evaluation could be performed. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.